Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of trauma surgery, trauma center murnau, germany¿. The article can be found at https://link.springer.com/article/10.1007/s00402-014-2121-6. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of trauma surgery, trauma center murnau, germany¿. The title of this report is, ¿breakage of cephalomedullary nailing in operative treatment of trochanteric and subtrochanteric femoral fractures¿, published on december 3, 2014, which is associated with the stryker ¿gamma 3 nailing system. The article can be found at https://link.springer.com/article/10.1007/s00402-014-2121-6. This report includes an analysis of the clinical data that was collected on 453 patients, and the cases in this study range from february 2005 to december 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, it was reported that 1 patient experienced excruciating pain and inability to walk. An x-ray of the patient showed failure of the metalwork and nonunion of the fracture. Revision surgery was conducted by long gamma nail osteosynthesis with additional application of recombinant human bone morphogenetic protein-7 and auxiliary locking plate osteosynthesis.